Event description:
It was reported that after a surgical procedure the blood in the reservoir did not transfer to the bag and therefore, could not be reinfused to the pt. A back-up device was used. There was no pt/user injury reported.